Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported approximately two months post implant of the antibacterial absorbable envelope and cardiac resynchronization therapy defibrillator (crt-d) that the patient developed an infection. The crt-d system was explanted and the patient was treated with antibiotics. Later, a new crt-d system with a new antibacterial absorbable envelope was implanted. No further patient complications have been reported as a result of this event.